Manufacturer narrative:
Open book or critical pump error after battery installation. Constant critical pump error alarm due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received a critical pump error image on the pump screen. Customer stated that picture of pump with an arrow and a book with question mark appeared out of nowhere. Customer¿s blood glucose was unknown at time of incident. Customer advised to discontinue use of the pump and recommended customer refer to back up plan. Insulin pump will be return for analysis.